Manufacturer narrative:
A philips remote clinical support evaluated the device and testing confirmed that the monitor generated a yellow "art no pulse" pressure alarm followed by a red "disconnect" alarm when the pressure was non-pulsatile and mean pressure was less than 10 mmhg. The biomed and the clinical consultant confirmed that the application is performing as expected and there was no device failure. The system meets specification and was returned to use. There was no impact to the patient or interruption in monitoring. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating that the arterial lines not alarming from the central station. The device was in use on patient at time of event, there was no adverse event reported.